Event description:
The surgeon was shaving the condyles and noticed gray residue on the surface of the tissue. Used another blade to shave off the material, flushed copiously. Surgery proceeded without further issue.

Manufacturer narrative:
Device has not been received for evaluation. (B) (4).